Event description:
It was reported that the device had error 255-12-275. There was no reported patient involvement.

Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of error 255-12-275. Technical support - recommended to customer to re-flash poc software. Based on the troubleshooting results, technical support determined the proximate cause of the customer¿s reported issue. Technical support - recommended (B)(6) to re-flash poc software. If flashing software does not resolve the problem, (B)(6) may have to retire the unit. Because logic board for pcu8015 with 4.7" display is no longer available. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. There were no existing CAPA¿s listed for any of the parts listed in this file for repair. A review of the device history record for sn (B)(6) was performed from 01/20/2009 to 09/03/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. A review of the complaint history record in the trackwise was performed for the sn (B)(6) which confirmed no similar complaints with the same or related failure mode.

Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record for (B)(4) was performed from 01/20/2009 to 09/03/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. Device not returned.

Event description:
It was reported that the device had error 255-12-275. There was no reported patient involvement.